Event description:
The IV catheter was shredded, not allowing for the IV to pe inserted/placed properly. Event date: 11/18/2025. Was there injury? No, but pt did require an additional poke.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A code updated investigation results: our quality engineer inspected the sample submitted for evaluation. Your report of a damaged IV catheter was confirmed and the cause appeared to be associated with use. One 24g insyte autoguard IV catheter was provided for investigation. The sample exhibited evidence of use. A functional test revealed a leak from the IV catheter tubing. A v-shaped breach was observed in the tubing. The size and direction of the breach was consistent with needle puncture damage. As the sample exhibited evidence of use, the damage likely occurred due to complications during the insertion process. Had the IV catheter been punctured by the needle during assembly/manufacturing, the resultant damage likely would have precluded venous access. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.